Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that a propofol was programmed at 20mcg/kg/min. The rn noticed minutes later that the flow was infusing faster than the expected rate. Upon close observation when the rn open the device door it was noticed that the safety clamp was not properly seated ¿pushed in¿ into the device correctly. The event occurred in the ed .